Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results of 181 mg/dl, 242 mg/dl, 116 mg/dl within 10 minutes on the aviva system. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.